Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
This MDR is being sent to cover the (B)(4) other complaints on the device that were mentioned in mrn-3012307300-2025-07748. Due to there not being enough information about the other 49 events, all the 49 products will be documented in this MDR. If more information becomes available, individual mdrs will be sent for those devices.

Event description:
It was reported that the device could not be flushed. The reporter noted that the clinical nurse was flushing and sealing the tube but the blood at the head of the product could not be flushed repeatedly. The blood gathered inside the connection between the needle tail and the catheter. This situation occurred after using multiple tubes continuously. The product was replaced. There was patient involvement, but no patient harm reported. This MDR is being sent to cover the 49 other complaints on the device that were mentioned in mrn-3012307300-2025-07748. Due to there not being enough information about the other 49 events, all the 49 products will be documented in this MDR. If more information becomes available, individual mdrs will be sent for those devices.

Manufacturer narrative:
Updated : b5 - describe event or problem. Ten (10) device was returned for analysis. Six samples connected to ICU medical syringes were flushed and aspirated as per instructions using simulated blood. No flushing difficulties or blockages were found. Blood residue was observed at the tubing-needle connection, indicating fluid fills the gap there. Dimensional tests confirmed the parts met specifications. The occlusion complaint could not be confirmed or replicated. History record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.